Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm background test was recorded in history but no recording was found regarding the syringe clamp issue. During analysis, the customer?s reported issue was unable to be duplicated. It was noted that interconnect flex cable connector was fully seated to the main board and no glue on j9 connector. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection by service. Service also replaced speaker and interconnect board as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during a routine maintenance, a smiths medical medfusion pump exhibited primary audible alarm and the syringe clamp sensor was not working. No patient was involved in this event. No adverse effects were reported.